Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.195¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument tips were noted to be "floppy" when surgeon attempted to use. The instrument was removed and another instrument was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no physical damage was noted. Instrument did not move in the intended direction. No material missing or detached from the portion of the device that enters the patient¿s body. A backup instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.